Manufacturer narrative:
Concomitant medical products: 5554 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure when the chronic left ventricular lead was inserted into the new device port, the device header would not permit the lead to engage and the set screw could not be torqued with the wrench. The lead did not appear secure in the device header and then it could not be removed. The lead was then removed from the header and the physician requested another device. The device was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a set screw with a rounded socket. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.